Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported he had fallen down the thursday of last week ((B)(6) 2016) and broken his wrist. The patient had forgotten to charge and was shaking. The patient had charged for 3 hours on the day of the call and was still shaking. It was confirmed with the patient he had not checked his device with the patient programmer. The patient's programmer was in the car and he could not go get it to check his device. During the call, the patient confirmed the stimulation was off with the recharger. The patient turned stimulation on and the issue resolved. The patient's indication for use was essential tremor and movement disorders.

Manufacturer narrative:
Additional information received indicated this information was previously reported. Therefore, previous information and all further information pertaining to this event will be sent using manufacturer report #3004209178-2016-19244. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.